Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue in the lot. Based on the information reviewed and without the returned device to analyze, causes for the reported clip jumping and arm positioner resistance could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.

Event description:
This is filed to report clip jumping. It was reported this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4 and an enlarged atrium. An xtw clip (21208r1091) was inserted and deployed on the mitral valve. However, after deployment, it was observed the clip opened to approximately 30 degrees. To stabilize the clip, another xtw clip (21208r1089) was inserted and advanced into the left atrium (la). While turning the arm positioner, resistance was felt, and the clip arms were observed to be jumping. Due to the device issue, the clip was removed and replaced. An xt was inserted and deployed on the mitral valve without issues, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.